Event description:
During coil embolization of an aneurysm at the patient¿s hepatic artery the orbit galaxy coil (640cf0308/15924876) was reportedly damaged at the distal end and could not be resheathed. The artery was mildly tortuous but not calcified. It was reported that a progreat (terumo, type unknown) was also used for the above procedure. No details of the other accompanying devices are available. During the surgery, the reported coil was inserted to the target aneurysm, but because of the size the coil it did not fit in properly. The physician attempted to re-sheath the coil, however, it was damaged at the distal end and unable to reuse. There was no description as to the nature of the damage. Another coil was used to continue the procedure, and it was successfully completed without further issues or delay. There was also no patient injury/complications reported. The reported product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event, and no unintended detachment was observed in the vessel or in the microcatheter. The reported product is not available for evaluation. No further information is available.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.